Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer had a long boot time but was unable to confirm that it took a long time to save data to a portable data file (pdf). The hard drive was reconfigured and software reloaded to resolve the long boot time. Analysis also confirmed the customer comment that the tabs on the power cord bay door were broken and the bay was therefore replaced. Analysis also found that the system fan was noisy and the serial number label barcode was missing. (B)(4).

Event description:
It was reported that the programmer had a long boot time and that saving information to disk or to portable date file (pdf) was taking a very long time and sometimes would not save. Follow up determined that at times the programmer was unable to complete the boot-up process and had to be turned on and off multiple times. It was further noted that the cord case on the programmer was broken. The programmer was returned for service. There was no patient involvement.